Event description:
Allegedly, patient underwent bilateral hip resurfacing in two separate surgeries in 2018. Patient has recently contacted the hospital with, complaint of extremely high blood levels of cobalt (200nmol/l) and chromium (300nmol/l) whereas the normal level for a person with an implant is supposed to be less than or equal to 5nmol/l. The patient has been suffering from worsening tinnitus, insomnia, fatigue, hair loss, anxiety and skin issues. The patient is also well aware of the damage to the internal organs due to such toxic levels of these metals in the blood. The surgeries were performed by a canadian surgeon who used to be resident in dubai for more than 15 years. There has not been indicated which patient side is causing the patient to have these issues. No revision surgery has yet been indicated. Right-sided implanted devices are captured under microport orthopedics reference number: (B)(4).

Event description:
Allegedly, patient underwent bilateral hip resurfacing in two separate surgeries in 2018. Patient has recently contacted the hospital with, complaint of extremely high blood levels of cobalt (200nmol/l) and chromium (300nmol/l) whereas the normal level for a person with an implant is supposed to be less than or equal to 5nmol/l. The patient has been suffering from worsening tinnitus, insomnia, fatigue, hair loss, anxiety and skin issues. The patient is also well aware of the damage to the internal organs due to such toxic levels of these metals in the blood. The surgeries were performed by a canadian surgeon who used to be resident in dubai for more than 15 years. There has not been indicated which patient side is causing the patient to have these issues. Right-sided implanted devices are captured under microport orthopedics reference number: (B)(4). Additional information received on 10/13/2022: it was indicated that the patient has been revised.